Manufacturer narrative:
The device was returned and evaluated. Possible misuse. Sheared roll pin was found.

Event description:
Alleges issues with the steering of the device which caused the consumer to hit a concrete pillar.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges issues with the steering of the device which caused the consumer to hit a concrete pillar.